Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a total knee arthroplasty procedure, the blade broke. It was also reported that there were no medical intervention or adverse consequences as a result of this event. It was further reported that there was a delay of a couple of minutes while a new blade was obtained and the procedure was completed successfully.